Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu0765 showed two other similar product complaints from this lot number, reported from the same user facility.

Event description:
It was reported by the facility that the 4 fr d/l provena powerpicc is difficult to flush and get blood return. The healthcare professional is constantly moving the patients arms to attempt to reposition the PICC. No patient injury.